Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation. The device was visually examined for any abnormalities and the following was observed: the valve was crimped over the proximal shoulder of inflation balloon, two (2) struts were bent outward at the inflow side, and one (1) strut crooked at outflow side. Post expanded thv: valve frame deformed, the leaflets wrinkled and dehydrated due to storage condition (prolonged crimping) during the return handling process. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. An existing technical summary written by edwards lifesciences captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. The root causes identified in the technical summary were reviewed and the following were identified as applicable to this event: tortuous patient anatomy can create sub optimal angles that can lead to non coaxial alignment between the delivery system with crimped valve and sheath inner lumen during advancement, leading to resistance. As per follow up with field clinical specialist, mild tortuosity was present in patient's access vessels. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub optimal angles during delivery system insertion that may lead to resistance. As per follow up with field clinical specialist, the degree of calcification was moderate in patient's access vessels. Excessive device manipulation/ high push force can lead to the valve struts interacting with the sheath shaft and resulted the strut damage at the valve inflow side. As reported 'during insertion of the commander delivery system with crimped valve through the esheath introducer, a strong resistance was noticed, and it was not possible to push the crimped valve'. Additionally, per evaluation of the returned device one strut was crocked at outflow side. The presence of the above factors can create challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath resulted in frame damage. The technical summary also outlines the extensive manufacturing mitigations in'place to detect a defect or nonconformance associated with this issue. There are several 100% in process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non conformance contributed to the complaint. In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. Based on available information, investigation suggests that patient factors (calcification, tortuosity) and/or procedural factors (high push force) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards norway affiliate, during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, during insertion of the commander delivery system with crimped valve through the esheath, strong resistance was noticed, and it was not possible to push the crimped valve through the esheath. Part of the valve was noted to be penetrating the esheath. It was decided to withdraw the whole system. The system was withdrawal with no complications. A system was inserted, and the valve was deployed as planned with excellent result. Per report, the valve frame was observed to be damage.